Event description:
The user facility reported that water was leaking from their reliance 777 washer. No injuries, procedural delays/ cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the mechanical seal on the pump shaft was damaged. The technician replaced the pump cover o-ring and pump motor, test the unit and returned it to service. The washer is under steris service contract and received preventive maintenance on (B)(4) 2012.